Event description:
The customer reported that her blood glucose was high, measuring 269, 256, and 211 mg/dl (no times or treatment reported) and when the device was removed the cannula was bent at a 90 degree angle.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or assess whether it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."